Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error detected. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error detected due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer previously called to report power error detected. Power error detected recurred within a week of troubleshooting of previous occurrence. The troubleshooting steps were provided for the power error. The customer was advised the insulin pump will need to be replaced and customer refer to back up plan. The insulin pump will be returned for analysis.